Event description:
It was reported that the patient was taken by ambulance to the emergency room after experiencing multiple inappropriate shocks due to a lead fracture. The patient required emergency surgery to replace the lead because his heart rate was dangerously low. It was also reported that because of the shocks the patient received, his heart is now weaker than when the device was first implanted. No further patient complications have been reported as a result of this event. Additionally, alleged that the patient has sustained and will continue to sustain severe physical injuries, including inappropriate therapies, severe emotional distress, and economic and consequential damages due to the 'defective' and fractured lead.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory.